Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture suspicion- diagnosed via us." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, device appearance (observed 40 mm dark patch edge material inside gel device), biological tissue white and underweight. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on the posterior due to an unidentified (tear) opening. A missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported right side "rupture suspicion- diagnosed via us." The device has been explanted.